Event description:
It was reported that during an angioplasty procedure in a graft, the pta balloon allegedly ruptured. It was further reported that upon removal from the patient, the outer layer of the pta balloon was allegedly found peeled. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found peeled pebax throughout the length of the balloon. The device was inflated and water was seen exiting from a partial circumferential rupture on the distal cone. Therefore, the investigation is confirmed for peeled pebax and for a circumferential rupture. The definitive root cause for the identified rupture or peeling pebax could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Label review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified accordingly, this event has been determined to be MDR reportable. (Expiry date: 08/2020).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that upon removal from the patient, the outer layer of the pta balloon was allegedly found peeled. There was no reported patient injury.